Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient had previous lasik surgery. The questionnaire indicated that after the lens exchange, the patient's issues resolved and the prognosis is good. The multifocal company lens with 22. 0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a noncompany monofocal 21.0 diopter lens. Due to the exchange of a multifocal 22.0 diopter lens for a monofocal 21.0 diopter lens, this suggests that a monofocal replacement lens and one diopter less may have been an improved choice for the patient's vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient couldn't adapt to vision it looked like she was looking through butter. The iol was explanted and exchanged for a non company lens following the initial implant procedure. Additional information has been requested and received stating that the symptoms resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).